Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. H6 health effect - clinical code e2402: patient dissatisfaction with procedure outcome. Reason for device explant and/or reoperation: patient dissatisfaction with procedure outcome. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast surgery with a left-sided 275cc mentor memorygel breast implant and a right-sided unspecified mentor gel breast implant. Post-operatively, the patient experienced a rupture of her left prosthesis as well capsular contracture of an unspecified baker grade in the left breast. It was also reported that the patient experienced dissatisfaction with the appearance of her right breast. As a result, the patient underwent removal and replacement with 190cc mentor memorygel breast implants. This report is for the right implant. Refer to manufacturing report number 1645337-2023-07813 for the contralateral event.